Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx 3.5x38mm des was implanted in the mid rca. On the same day, angio confirmed a perforation in the mid vessel segment. A non-mdt stent was deployed at the site of the perforation. Event is continuing.